Manufacturer narrative:
A follow up will submitted when additional information become available. A getinge technician will investigate the unit in question.

Event description:
It was reported that the cardiohelp had 2 screws lose inside the machine rolling around. The event occured during service. No harm to any person has been reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had 2 screws lose inside the machine rolling around. The failure was detected during service. A getinge service technician (fst) was sent for investigation and repair on 2022-04-23/26/27. The cardiohelp has been repaired and loctite applied to the screws. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Internal investigation results shows that a manufacturing issue can be ruled out. Thus, an exact root cause could not be identified. However, according to the risk file v24 (B)(6) following root causes can lead to the reported failure: fail of device by mechanical force e.g. Caused by loose connections caused by fall of device/unsafe position / mounting / movement of device. Wear / loosening of components. As stated in the service manual (cardiohelp system, service requirements) only authorized service technicians are allowed to carry out service-related work. Thus the issue can only occur during service of an authorized service technician. Further according to chapter 3.1 general information the device has to be checked after every maintenance or repair. Based on the results no product related malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).